Event description:
It was reported that the there was a warning due to high impedance on the atrial lead. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0180 competitor defibrillation lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: due to explant damage it is unknown if the entire lead was returned and analyzed. Analysis results were an insulation breach due to rib/clavicle crush. Visual summary of the lead noted the lead was stretched. The lead insulation was distorted and the inner insulation was found to be kinked and buckled. The lead conductor was distorted with over rotation, pulled, stretched and overstressed. The outer insulation was depressed and cut. The lead helix was pulled, stretched, overstressed and bent. The lead was found with a white substance on the outer insulation with stress cracking. Blood was also noted on the electrode, the proximal conductor, and distal conductor. The analyst noted that the lead was returned with severe explant damage.

Event description:
It was reported that the there was a warning due to high impedance on the atrial lead. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).